Event description:
It was reported that the patient experienced a loss of therapeutic effect and an increase in baseline pain. The stimulation stopped suddenly last night. The patient fell on their stomach last week, but the patient reported the implantable neurostimulator (ins) ''did not take a direct blow.'' The ins was confirmed to be on using the patient programmer, and the patient has increased the stimulation over the past six months from 6.1 to 7.1 v. An unknown error was observed ''a couple weeks ago'', but it went away after the patient changed the batteries on the programmer. The patient also received intermittent shocking over the past six months, but had not experienced it in the ''past couple of weeks'' and does not believe it to be related to his fall. A couple hours prior to losing stimulation, the patient underwent fluoroscopy and an x-ray. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3998, lot #: la8192, implanted: (B)(6) 2002, explanted: na; extension model: 3708340, serial #: (B)(4), implanted: (B)(6) 2005, explanted: na; extension model: 3708340, serial #: (B)(4), implanted: (B)(6) 2005, explanted: na; programmer model: 37742, serial #: (B)(4).